Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was capped and replaced on (B)(6) 2018 due to noise during a generator change out. There were no adverse consequences to the patient from the noise, and the patient was well from the procedure.